Event description:
Caller reported false negative urine hcg results on a patient. A (B)(6) female patient with (B)(6) had a positive pregnancy test at home the day before. A beta-hcg test was performed the following day which came back as (B)(6). When the urine pregnancy test was run, the control line was positive and after about 10 minutes a very faint second line appeared.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg100513-01, 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5) the 100miu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=5) the 237.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.